Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2018-05063, 1627487-2018-05064. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient is an uncontrolled diabetic and has developed wound healing issues and one of the leads is protruding through the skin. The patient underwent surgical intervention to explant the full drg system. One of the patient's leads was fully explanted. The other was cut and partially removed. The patient's ipg was also explanted due to the pocket being filled with pus and a culture was taken at that time, the results are unknown.